Event description:
It was reported that a non-preloaded lens had a torn bottom haptic, and the intraocular lens (iol) was partially inserted. The lens was placed and then removed during the same procedure, involving the same diopter and model of iol. Additional information revealed that the surgeon loaded the lens but did not realize that the bottom haptic was torn until after the lens had been inserted into the eye. Consequently, the surgeon had to cut the lens into two pieces to remove it. The patient required sutures, and the incision was enlarged during the procedure. The patient is now fully recovered. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In reviewing the initial MDR 3012236936-2025-0001882, it was noted that the user error details in the event summary were added abruptly and clarified in an additional response that there was no user error. It is captured in this supplemental report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.